Manufacturer narrative:
Further information cannot be requested as reporter information was not provided. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's friend reported rupture. Device has been replaced. This record relates to right side.

Manufacturer narrative:
Further information cannot be requested as reporter information was not provided. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's friend reported rupture. Device has been replaced. This record relates to right side.